Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weight the device within specification, a deformation, and yellow particles on the shell. Cloudy color in the gel and voids were observed after the autoclave disinfection cycle. Based on the device analysis, the final assessment is no openings observed on the device.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.